Manufacturer narrative:
Date sent to the FDA: 10/31/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. During the procedure, there was a slow loss of pressure which was gradual over the eight minutes of treatment. Initially the pressure stabilized at one hundred and fifty mmhg, but dropped to ninety-six mmhg in the last fifteen seconds of therapy cycle. A perforation in the balloon was detected after the procedure. No perforation was detected in the balloon during priming. The volume extracted from the catheter was five milliliters less than volume inserted.